Event description:
Inflammatory synovitis [synovitis]. Pain in the left knee [arthralgia]. Massive effusion left knee, small effusion right knee [joint effusion]. Chondromalacy patellae [patellofemoral pain syndrome]. Case description: spontaneous report was received on (B)(6) 2010 from a healthcare professional regarding a pt, initials (B)(6), with a history of chondral lesion (not otherwise specified) and previous synvisc treatment who experienced irritation and massive knee effusion after starting synvisc. The pt received synvisc injections into both knees (date not provided). During the first injection, the pt experienced a "slight irritation" (date not provided). The hcp reported that the second injection caused "strong effusion" in both knees. The pt symptoms were treated with a knee aspiration (date not provided). At the time of this report, the outcome of the pt was unk. Additional info was received on (B)(6) 2010 from the healthcare provider. The hcp reported that the pt was female and (B)(6). He confirmed the pt received the first synvisc injection of the series in each knee on (B)(6) 2010 and that this resulted in a "light cased of effusion and pain in left knee (right okay)." The pt recovered spontaneously from those symptoms and received the second injections into both knees on (B)(6) 2010. The second injections resulted in a massive effusion and pain in the left knee as well as slight effusion and pain in the right knee. An MRI performed on her left knee on (B)(6) 2010 indicated that the pt was also exhibiting inflammatory synovitis and chondromalacy patellae. The pt required treatment for her symptoms. The hcp aspirated 70ml from the left knee and immediate laboratory analysis showed no evidence of infection (date not provided). The pt received one injection of volon a40 into her left knee. The hcp reported that the treatment resulted in "significant improvement of symptoms." The hcp stated that the pt recovered from her symptoms on (B)(6) 2010. The hcp provided the pathology report of the pt's synovial fluid from (B)(6) 2010. The pathology report results for the synovial fluid culture were: eval of serum protein electrophoresis: inconspicuous serum protein electrophoresis, evidence of borrelia-igg antibodies; time of infection probably in the distant past; leucocytes in aspirate: 112 (units unk); granulocytes: 50%; lymphocytes: 35%; monocytes: 11%; eosinophils 4%; glucose in aspirate: 5 mg/dl; lactate in aspirate: 10.0 mmol/l; ldh in aspirate: 405 u/l. The hcp also provided the results of a blood analysis from (B)(6) 2010. The results of that blood analysis were: leucocytes: 10670 /ul; erythrocytes: 5.1 (units unk); hemoglobin: 15.3 g/dl; hematocrit 45 (units unk); mcv: 89.8 (units unk); mch: 30.1 pg; mchc: 33.5 g/dl; thrombocytes: 239 tsd/ul; uric acid: 3.8 mg/dl; crp: 6.8 mg/l. The hcp reported that the pt underwent an MRI of the left knee on (B)(6) 2010. The results of that MRI were: chondromalacy patellae at the medial and lateral patellar rear surface iii; slight intrameniscoidal signal elevation in the posterior horn of the im, most covered (ii b); inflammatory synovitis, inflammatory joint effusion; diffuse thickening of the soft tissue inflammatory origin, dd: partial rupture of the m. Biceps femoris. The hcp stated that the relationship of the events to the synvisc injections was probable. The hcp stated that the intensity of the symptoms was moderate and that the action taken was permanent discontinuation of synvisc treatment. The hcp reported that the lot number was "not known." At the time of this report, the outcome of the pt was recovered. MFR's comment: the benefit-risk relationship of the product is not affected by this report.